Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic bilateral totally extraperitoneal inguinal hernia procedure, the valve seal of the trocar balloon disengaged. The issue occurred when attempting to place the mesh through the structural balloon trocar. The rubber seal needed to be retrieved and replaced into position. The surgeon was able to use arteries to retrieve the rubber seal and reposition it successfully. There was no patient injury.